Event description:
Additional information received reported after prialt pump malfunction on (B)(6) 2014, the device was anchored and stabilized in the "beginning" (word illegible) of (B)(6) 2014. Since then the pump was working without any problems. The drug was restarted and the dose was unchanged. It was reported that the patient recovered on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from business partner (B)(6) on (B)(6) 2016 indicating the described serious adverse event as 'malposition pain pump'. The date of the first symptom and when the adverse event became serious was (B)(6) 2014. The event severity was indicated as moderate with criteria noted as medical device malfunction. There was not reasonable possibility that the event was related to the drug nor was it related to the conduct of the study/procedure. Drug dose was unchanged and drug was restarted. After the pump malfunction on (B)(6) 2014, the device was re-anchored/stabilized in an outpatient surgical procedure. The device was repositioned, evaluated, and reprogrammed. From that point forward, the device functioned without problem. The serious adverse event was indicated to be related to the medical device. The event resolution date was indicated as (B)(6) 2014 with patient outcome as 'recovered without sequelae'.

Event description:
An intrathecal pump malfunction was reported. The patient came to the clinic on (B)(6) 2014 for their pump fill. The patient was prepped for a fill, but the investigator could not gain access to fill the pump after multiple attempts. The investigator made the decision to observe the pump under fluoroscopy. The patient was transferred to x-ray. Fluoroscopy determined that the pump had flipped. The investigator was able to manually flip the pump in order to resume the filling process. The pump was filled. The patient tolerated the proceeding well. A bandage was applied to the fill site. The patient will be required to have the pump ¿re-tucked¿ to make sure the pump did not flip again. The even abated and was noted to be ongoing. The patient outcome was noted to be ¿not recovered¿. The medication infused was prialt.